Event description:
At the incoming inspection of goods by the distributor, foreign material was found inside of the package. There was no patient involvement.

Manufacturer narrative:
Investigation completed 10/20/2017. The device history record (DHR) of fg lot # 1165293 was reviewed and no anomalies were found during the packaging process of the product. No anomalies due to source of contamination (e.g. Foreign material) were reported during the packaging and inspections processes that could contribute and/or be related to reported condition. The reported condition was confirmed and the returned units may be related to the distortion of the o-ring. The distortion of the o-rings might allow gaps between the hub and welded cap of the wrench causing the particles to come out from the product. The black particles observed in the packaging tray does not affect the functionality or the intended use of the device and neither has adverse impact to the patient or user. No assignable causes that could be associated to the packaging process of the cusa wrench were identified as part of this analysis.